Manufacturer narrative:
As the planning station was returned physically damaged to manufacturing site, the investigation could not be performed and the cause for the issue cannot be determined. The analysis indicated that complaint is confirmed. Regarding the specification of the device, it was determined that the data size is probably not the cause for the performance issue. The new encryption protocol is suspected in this case. Although it is an isolated event, further occurrences will be monitored. D4 unique identifier (UDI) #:(B)(4).

Event description:
Following the event which was reported previously by the field service engineer ( manufacturer's reference number : (B)(4)), the fse reported then that the performance of the laptop was really bad. He mentioned that after closing iq-view, it takes 10 seconds until rosanna shows the loading of the images and shows the working circle. Loading (B)(6) after login seems to take about 30 seconds.

Event description:
Following the event which was reported previously by the field service engineer ( manufacturer's reference number : (B)(4)), the fse reported then that the performance of the laptop was really bad. He mentioned that after closing iq-view, it takes 10 seconds until rosanna shows the loading of the images and shows the working circle.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Following the event which was reported previously by the field service engineer ((B)(4)), the fse reported then that the performance of the laptop was really bad. He mentioned that after closing iq-view, it takes 10 seconds until rosanna shows the loading of the images and shows the working circle. Loading rosanna after login seems to take about 30 seconds.